Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the atrial lead causing oversensing. The device was reprogrammed and the lead remained implanted.